Event description:
A (B)(6) male pt contacted zoll customer support to report that he had been receiving constant ¿check belt¿ messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. As received, the electrode belt failed the fall-off test. Upon eval, mux component u723 was out of tolerance. The cause of the constant check belt messages is the inability to detect fall-off. The cause of the inability to detect fall-off is the out of tolerance u723 component. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement electrode belt.